Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included vaginal discharge abnormality. Previously administered products included for an unreported indication: tylenol, premarin and senokot. Concomitant products included ibuprofen and meloxicam. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), headache ("headaches") and seizure ("seizures"). The patient was treated with surgery (total hysterectomy, vaginal with removal of bilateral essure coils,cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal haemorrhage, headache, seizure, fatigue, alopecia, weight increased and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, mood swings, pelvic pain, seizure, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2011. Insertion details: right & left ostia: 3 coils.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergoes essure confirmation test". The patient's medical history included vaginal discharge abnormality. Previously administered products included for an unreported indication: tylenol, premarin and senokot. Concomitant products included ibuprofen and meloxicam. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and headache ("headaches"). The patient was treated with surgery (total hysterectomy, vaginal with removal of bilateral essure coils,cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, seizure, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, fatigue, alopecia, mood swings, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, mood swings, pelvic pain, seizure, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2011, (B)(6) 2011 right & left ostia: 3 coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received: " previously reported event pelvic pain made medically significant and intervention required due to surgery". Reporter, medical history, historical drug and essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.